Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device was not working. Patient stated that after implant he did notice improvement but was not sure how much because he had 2 different unrelated procedures at the same time when they put in the implant. Patient also stated that they did not remember because they were shown when just coming out of anesthesia. During troubleshooting, patient synced with their patient programmer and patient was on program 1 at 1.8 and stimulation was off. Patient then stated that their symptoms had been improving until several days ago when they might have accidentally turned stimulation off. Stimulation was turned back on and patient increased to 1.9 and felt tingling on left leg and right ankle and foot. Stimulation was decreased to 1.7 and patient was recommended to monitor symptoms. Patient also has an appointment with their healthcare professional. Patient also stated that they would be getting an scs device for pain. No further complications were noted or anticipated.